Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to continue using the current pump for insulin delivery.